Event description:
Clinic notes received for this vns patient did not indicate sleep apnea was an active problem for the patient. The patient was first implanted with vns in (B)(6) 2011, and the report of sleep apnea is dated (B)(6) 2011; therefore, the sleep apnea is likely unrelated to vns.

Manufacturer narrative:
Age at time of event, corrected data: previously submitted MDR indicated that the patient age at the time of the event was unknown; however, this is known. This report is being submitted to correct this information. Date of event, corrected data: previously submitted MDR indicated that the event date was unknown; however, this is known. This report is being submitted to correct this information. Describe event or problem, corrected data: previously submitted MDR stated clinic notes were received indicating that the patient had a medical history of obstructive sleep apnea; however, clinic notes received for this vns patient did not indicate sleep apnea was an active problem for the patient. This report is being submitted to correct this information. Evaluation, conclusions, corrected data: previously submitted MDR indicated that no conclusion could be drawn; however, information available at this time indicates that there is no device failure. This report is being submitted to correct this information.

Event description:
Clinic notes were received which indicate that the patient has a medical history of obstructive sleep apnea. A nocturnal polysomnogram report from (B)(6) 2011 shows mild nonpositional obstructive sleep apnea.attempts have been made for additional information; however, they were unsuccessful.